Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for a supraventricular tachycardia (svt) rhythm. It was noted the atp accelerated the ventricular rate; however, the last atp changed morphology and the rhythm ended. It was noted that the therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.